Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-01890. Additional information received indicated the two additional leads were implanted during a procedure to electively replace the patient's ipg. The leads were placed in order to better treat the patient's migraines. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-01890. It was reported that the patient underwent surgical intervention on (B)(6) 2018 to have their leads replaced. These leads are currently still implanted but not in use. It is unknown at this time why the leads were replaced.